Event description:
Information was received indicating that the connector to a smiths medical portex® sacett¿ endotracheal tube disconnects too easily. It was reported that it disconnects frequently with moisture in and around the ett. There were no reported adverse effects.

Manufacturer narrative:
One portex endotracheal tubes sacett was returned for analysis. One new sample was returned for evaluation p/n 100/189/080 l/n 3835860; the sample was received in new conditions with its original closed packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination and it was observed the connector join to the tube. The dimension k was measure i.d. 13.3236 due date 03/2021. Per mp sacett tj100 it must be inserted 8.0 ± 0.5 mm and the dimension k is 8.06 mm. According to the investigation, the connector was disconnected and connected again, and it did not feel loose. The od of the connector was measure according to pd 007/782/020-110 it must be 9.0 + 0.10 - .05 mm and the od is 8.95 mm. The customer's reported problem was confirmed. According to the investigation, the most probable root causes are, the dimension of the connector assembly was not verified, lack of detection by production personnel during connector assembly operation. The following action was taken by retraining to production personnel on procedure mp sacett tj100 rev 101 sacett tracheal tube - assemble 15mm connector to tube by the quality leader in order to reinforce oqc 1.2 that mentions the verification of the insertion of the connector in the tube. The problem source of the reported problem is manufacturing.